Manufacturer narrative:
Insulin pump had an unresponsive blank screen due to a broken j7 connector. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap/reservoir locked properly in place. Insulin pump received with detached end cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.